Event description:
It was reported that the device did not seal. A left atrial appendage closure (laac) procedure was performed. A 27mm watchman flx pro laa closure device and delivery system (wds) was implanted on (B)(6) 2026. A 1mm leak was noted on the day of the implant. The patient was discharged. At the routine 45-day follow up, imaging showed the leak had increased in size to 3-4mm. The patient was kept on eliquis and will have follow up imaging at a later date. No additional patient complications were reported.